Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted (400 mg/dl). Reportedly, the cartridge and infusion set had been in use five days.